Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a fever and infection at the surgical site. No factors were reported to have contributed to the issue. No diagnostic troubleshooting was performed. Antibiotics were given and the patient¿s system was explanted on (B)(6) 2018. The ins and leads were removed and would not be returned for analysis as the customer discarded them. It was reported that the issue was resolved at the time of the event. The device was not replaced at the time of explant, but it was indicated that it would be replaced in the future with a device from the same manufacturer. The customer was not notified that the product should be returned because there was no device issue reported. The event occurred post-operatively on (B)(6) 2018. No further complications were reported/anticipated.